Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of evaluation.

Event description:
It was reported that multiple minimum fill notification occurred after filling the cartridge with insulin. Blood glucose was not impacted. Reportedly, the customer filled the cartridge with additional insulin and resumed insulin delivery.